Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead in segments returned and analyzed.

Event description:
It was reported that the atrial lead was damaged in the process of removing another lead. The atrial lead was removed and replaced. After this, it was reported by the patient that she was inpatient for ten days with a punctured lung, fluid on her lungs, and that her leads "went through her heart" and were "in the wrong places". It was further reported that she was readmitted for a blood clot and later admitted again for blood clots in the lungs. Follow-up with the clinic confirmed the patient had pericardial effusion but no information about lead perforation or issues was noted in the chart. No further patient complications have been reported as a result of this event.